Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that the patient faced infusion set canula was not attached to the infusion set leading to ketoacidosis event and eventually got hospitalized and then admitted to intensive care unit on (B)(6) 2025. The blood glucose level was high at the time of event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: belgium . Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 23-jan-2026 and investigation completed on 26-jan-2026, this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed, and lot number 6007920 was provided. Complaint was classified under malfunction code-leak between site connector and cannula housing - detachment / significant. A similar complaints search in the electronic quality management system (eqms) system performed on 25-jan-2026 for "lot number" "6007920". No records were found with a similar malfunction. A query was run in the eqms on 25-jan-2026 against "lot/batch number" "6007920". No records were found with lot 6007920 directly referenced. A batch record review of lot 6007920 showed no issues related to reported malfunction. Retention samples were not available to perform testing. No products or pictures were returned with the complaint to aid in the investigation. Corrective and preventive action (CAPA determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information and the investigation performed, the complaint will be closed as complaint unconfirmed as analyzed.